Event description:
A malfunction on the pump was reported by the caller, displaying a malf 12 code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, as it had not been reset previously within the last 24 hours, and provided information on how to perform a reset. After being reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller understood the instructions and was advised to contact support again if the malfunction code reappeared.